Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl at the time of the incident and was treated with insulin. The customer was unable to complete the process on the insulin pump. The customer declined troubleshooting for high blood glucose as it is due to the food. The insulin pump will not be returned for analysis.